Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was brushing his teeth at the time of the shock. The sensing vector was set to the secondary vector. Office testing was able to reproduce the noise. Technical services discussed some programming options. The clinic has now reprogrammed the sensing vector to the primary vector. There were no additional adverse patient effects. The system remains implanted.